Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clips of the device were not able to disengage from the cartridge and the clips were not able to form correctly. A new device was used to complete the case. There was no patient injury.